Event description:
It was reported that the rubber seal is missing from the system 7 aseptic housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, rubber seal missing, was confirmed. The engineering technician observed the reported event that a seal/o-ring was missing. Device was placed in parts retention.

Event description:
It was reported that the rubber seal is missing from the system 7 aseptic housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.